Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 21 events were reported for this quarter. Product return status: 21 devices were received for evaluation. Evaluation status: 20 events were confirmed during testing. (B)(4) devices were found to be affected by detached, fractured, or missing components. (B)(4) device evaluation is in progress. Product disposition: the devices were repaired and returned to the user facility.   Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 21 malfunction events in which the device had a component detach. 18 events had no patient involvement; no patient impact. 1 event had no patient involvement; no patient impact. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a cracked trigger housing and a missing trigger.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device had a component detach. 18 events had no patient involvement; no patient impact. 1 event had no patient involvement; no patient impact. 2 events had no patient involvement; no patient impact.